Event description:
During a procedure in which the versacross transseptal sheath and versacross rf wire, ice catheter (non-baylis device) and fxd curve sheath (non-baylis device) were used, a cardiac tamponade occurred. Following the procedure, the patient expired. Transseptal was successful using the versacross transseptal sheath and the versacross rf wire. The ice catheter was then advanced into the left atrium and heparin was administered. A pericardial effusion was noted on ice imaging and a significant drop in blood pressure occured. The physician inserted a pericardial drain. Upon contrast injection, a perforation was noted in the laa. The physician proceeded with a successful implantation of the watchman device. However, the patient's blood pressure did not improve. As a result, the physician performed an open repair and placed the patient on bypass. Following the procedure, the patient expired. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report for the versacross rf wire. A separate problem report has been submitted for versacross transseptal sheath with the report number 3019751610-2023-00012.

Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.